Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on two instances the device showed it was infusing but it was not. On two other instances the device was not priming. Per reporter, they were not sure if it was all related. Same reference and lot on the tubing. The continuous infusion rate was 2.3 ml/hour reservoir volume 111 ml and given none. The air detector was off. Upstream sensor was on. Length of infusion: 48 hours. Lock level: priming security off. Drug being infused: milrinone. The pump was not used to prime the extension tubing. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.